Event description:
It was reported that cut blocks broke while being used during surgery. No delay or injury reported.

Event description:
It was reported that cut block broke while being used during surgery. No delay or injury reported. After several information requests performed, only one device was successfully identified as broken during surgery.

Manufacturer narrative:
The associated complaint devices were not returned. A review of the provided pictures could not confirm the stated failure mode. A review of complaint history did not reveal additional complaints for the listed batches for the same failure mode. A review of the manufacturing records for the listed batches did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.